Manufacturer narrative:
[(B)(4)].

Event description:
The customer complained of questionable elecsys troponin t stat assay (tntstat) results for multiple patients tested on a cobas 8000 e 602 module. The data for 32 patients were provided of which 19 were a reportable malfunction. Please refer to the attachment to this medwatch for patient data. The erroneous results were released outside of the laboratory. The customer deemed the results from the other analyzer were correct. The customer could not verify if the patients were treated due to the questionable results. There was no information provided to reasonably suggest that an adverse event occurred. The samples were aliquoted by a modular pre-analytical system. The tntstat reagent lot was 30870400 with an expiration date that was requested but not provided. Review of the customer's qc results shows a shift in their results. The field service engineer could not find a root cause. He performed performance and precision testing with acceptable results. The customer performed calibration and qc testing. During a subsequent visit, a field application specialist along with a field service engineer found an inaccuracy in one of the measuring cells. The field service engineer performed a cell blank calibration. He then performed a tntstat calibration and retested some patient samples for troubleshooting purposes. The patient results were now comparable to other system results. The issue was resolved by the service activities performed. There have been no further issues reported following the last service visit.

Manufacturer narrative:
Confirmation was provided by the customer that no patients were adversely treated or affected by the issue.